Event description:
An initial report has been received from a dealer who stated that allegedly, the area around the weld or the base broke off. Dealer stated looks like years and years of being leaned on. No report of injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 2gstmrxr, serial number/date code (B)(4) is approximately 13 years old. The owner's manual part number 1023891 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. A call was placed to the reporter of this event however no further information to date has been received.